Event description:
It was reported to gore that on (B)(6) 2011, a pt underwent an umbilical hernia repair where a gore dualmesh plus biomaterial patch was implanted. On post operative day one, the pt experienced severe abdominal pain. On post operative day two, diffuse abdominal pain was reported. Lab results reported a leukocyte count of 13300 and a crp (c-reactive protein) count of 155. A scan showed a collection of weak adhesions between the patch and the abdominal wall and a fluid build up in the douglas (recto-uterine) pouch and residual pneumo-peritoneum. A laparoscopy was performed where an abundance of fluid was noted in the douglas pouch. A laparotomy was conducted and the patch was removed. Scar tissue and inflammation between the abdominal wall and patch was observed without the presence of pus. Intra-abdominally, the presence of pseudo-membrane was localized exclusively in contact with the patch on the small intestine and the colon. Drains were left in place. The pt was treated with antibiotics.

Manufacturer narrative:
Device has not been returned for eval. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. A review of the mfg and sterilization records verified that the device lot met all pre-release specifications. The explanted device was not returned for evaluation, therefore, a direct product analysis could not be performed. There are many complex clinical variables, such as pt condition/medical history, which may have been related to the reported issues. However, there is no available evidence that the reported event was related to a product malfunction or defect. The gore dualmesh plus biomaterial is supplied sterile for single use only. The IFU instructs the user: "to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissue should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material." The IFU also identifies the possible adverse reactions with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available info has been placed on file for use in tracking, trending and follow-up.